Event description:
At activation and at further fitting appointments affected channels were noticed. Reportedly, at implantation there were problems with inserting and re-inserting the device and 3 electrode contacts were left extra-cochlea. Despite the problems the user is still progressing with the device and will be monitored by the clinic.

Manufacturer narrative:
Additional information: according to the information received from the field, in situ measurements have shown several channels with high status since initial activation due to undetermined reasons. Reportedly, the insertion of the active electrode was difficult and multiple insertion attempts were made, which might have contributed to the observed issues. In addition, a complete insertion was not achieved at implantation surgery due to the difficult insertion and, according to the implant registration card, three channels remained extra-cochlea. The recipient is progressing with the device and will be monitored. Thus, the device remains implanted and in use.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's performance with the device is affected. At activation and at further fitting appointments affected channels were noticed. Reimplantation is considered and imaging will be performed.